Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-18 h6: investigation summary customer returned a single syringe in a polybag labeled for 0.3ml, 31 gauge, 6mm syringes from lot 1047110. No visual defects were found during the initial examination of the syringe. The needle was present, intact, and in good condition. The syringe¿s functionality was tested by drawing and expelling water, which occurred without issue. There were no defects found and the syringe functions as intended. A review of the device history record was completed for batch # 1047110 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the needle missing. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle was unable to aspirate. The following information was provided by the initial reporter : the relion consumer reported bent needles and a missing needle prior to injection and some needles will not draw the insulin. Date of event : unknown samples : yes.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1047110: device expiration date : 02/28/2026; device manufacture date : 02/16/2021. Lot # : unknown: device expiration date : unknown; device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle was unable to aspirate. The following information was provided by the initial reporter : the relion consumer reported bent needles and a missing needle prior to injection and some needles will not draw the insulin. Date of event : unknown. Samples : yes.